Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose level was 38 mg/dl. The customer was unsure if the insulin pump was in use within 48 hours of low blood glucose level. The insulin pump will not be returned for analysis.